Manufacturer narrative:
Unit passed self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test, off no power test and excessive no delivery test. No failed battery test alarm noted during testing. Unit received with high idle currents due to faulty lcd driver board. Unit received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Event description:
Customer reported via phone call that battery longevity was very short. Customer reported that battery was changed six times in one day. Customer did not notice any damage in battery compartment. Insulin pump would be replaced per customer's request. Customer's blood glucose was 120 mg/dl.